Manufacturer narrative:
The philips field service engineer (fse) went to the customer site. It was established that the adult male patient in room 404 of the continuous care unit had a cardiac arrest without a bed-to-bed alarm being sounded on the monitors of the care group. The fse collected the status logs and device reports. Alarm logs were not available as the customer discharged the patient from the central station without saving the data. During the onsite visit, the fse found that the bed-to-bed alarm on the intellivue mx700 patient monitor in room 404 had been deactivated and therefore no alarm sounded on the other monitors of the care group. The monitor operated as specified and expected. The alarm was reactivated, and the device was fully functional. The product remains at the customer site. It has been established that there was no product malfunction. The issue was caused by the fact that the bed-to-bed alarm had been deactivated on the device. This issue does not represent a product/part failure, and therefore this case will be excluded from periodic monitoring. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2016, between 7:45 and 8:30 a.m., the bed-to-bed alarm did not announce an asystole for the patient in room (B)(6) in the continuous care unit. The intellivue mx700 patient monitor at the bedside and the central station did alarm, but there was no bed-to-bed alarm on the other monitors in the care group, although the room was included in the care group. The customer thinks this is an intermittent issue. The device was used for monitoring at the time of the alleged malfunction. The patient had a cardiac arrest which required heart massage and adrenaline being administered, and was transferred to the intensive care unit where he remains under sedation.